Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies to resolve the reported issue. After completing other unrelated repairs and observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61.the removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after attempting to repair their device for a non-critical issue it would no longer complete the boot-up cycle. The biomed advised that there weren't any boot-up issues prior to his repair, so at the time, it was reasonable to conclude that the reported issue was the result of the repair. There was no patient use associated with the reported event.upon evaluation of the customer's device, physio determined that the reported boot-up issue was the result of a device malfunction and not the result of the biomedical engineers attempt to repair the device.